Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted and replaced due to a suspected fracture. A boston scientific field representative reported the lead exhibited loss of capture and high out-of-range pace impedance measurements. There were no adverse patient effects. The lead is to be returned for analysis.